Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and barbed suture was used. It was reported by pa-c surgeon the suture was breaking several times over previous cases. There were no patient consequences reported. Device return status is unknown. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/7/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: it was reported that "...it was breaking several times over previous cases. " please clarify: what is the total number of procedures? Unknown, we asked the site to make sure they notify us with each event. The site did correspond with he rep to determine if your other customers are experiencing the same, therefore they may have informed the rep of more information. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Not known. How many devices demonstrated the alleged deficiency in each case? Unknown. Per user facility medwatch form, (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events.